Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and calibrated the (o2) sensor. The unit passed extended self testing.

Event description:
Covidien received information stating that an 840 ventilator had oxygen (o2) reading low while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.